Manufacturer narrative:
(B)(4) d10: medical product: unknown tibial tray: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to a fractured polyethylene bearing. The articular surface was fractured into multiple pieces however it was replaced without reported complication. All available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of the picture provided confirmed the implant had fractured into several pieces. Further analysis could not be performed based on the image quality. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.